Manufacturer narrative:
The complainant was unable to report the correct device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip failed to release from the catheter. Eventually, the clip released after the tip of the scope was turned. The same issue occurred with the second resolution 360 clip device, and the procedure was completed with another resolution 360 clip device. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.